Manufacturer narrative:
The pod was received not deployed. The data shows that the pod delivered 0 pulses and was received in pod state 15, indicating the pod was filled and awakened but did not complete activation within the required timeframe. The needle was not expected to deploy because priming was not initiated. No problems were found with the pod that would prevent it from completing activation and deploying the needle as expected.

Event description:
It was reported that the needle did not deploy as the pink slide did not move forward when the pod was activated and the cannula was not visible when the pod was removed; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was worn less than 1 hour.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.